Event description:
Customer discovered that while performing pre-use checks, that the ventilator was overpressuring, displaying error code "pft" and activating the upper pressure limit alarm. The fse discovered the inspiratory pressure transducer was defective. The fse replaced the defective inspiratory pressure transducer, calibrated and performed functional checks. Ventilator passed all tests and performed to all MFR's specifications.